Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller. The device was evaluated. The chiller was found to fail intermittently. The chiller was replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling, and the reported root cause was due to faulty mixing pump. The device failing to rewarm, and heater needs replacing. As per investigator mail received on 19jul2023, the record was converted to reflect the chiller component.

Event description:
It was reported that the arctic sun device was not cooling, and the reported root cause was due to faulty mixing pump. The device failing to rewarm, and heater needs replacing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.